Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: twice the same clip moved from the patient. Further information indicates the applier did not close the clip twice so a third applier was used successfully.

Manufacturer narrative:
Qn#(B)(4). Per information provided from customer we are unable to perform a thorough DHR review at this time since lot information has not been provided. The alleged instrument has not been returned for review or evaluation therefore we are unable to validate the alleged complaint. All instruments produced at this facility are (B)(4) visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that: twice the same clip moved from the patient. Further information indicates the applier did not close the clip twice so a third applier was used successfully.